Event description:
The following information was rec'd from the field: while pulling negative pressure during prep, there was an air leak in the balloon. Bubbles went into the indeflator while pulling back. The product was not clinically used in the pt and will be returned for analysis. No add'l info is available.